Manufacturer narrative:
H11 - a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It is reported connection issues. Event description: optima n-40 injector separated from primary line at luer connection resulting in chemo spill. Failure at primary line connection to patient access point. Occurs with 24 hr infusions. Infusion clamp is being used. (B)(4) separate incidences occurred from (B)(6) 2024 to present.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one photo which shows the location of the disconnection was provided. No additional photos or physical samples demonstrating the reported concern were available for evaluation product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.